Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip coating came off. A replacement device was used to complete the procedure.

Manufacturer narrative:
Trackwise ID # (B)(4).

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip coating came off. A replacement device was used to complete the procedure. The patient was not harmed.

Manufacturer narrative:
Trackwise ID # (B)(6). Updated section: b5- d-10, g-4, g-7, h-2, h-10, h-11. Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun."

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: b4, g4,g7,h2, h3,h6,h10, h11. Corrected section: h-6 from 1454 to 1384. Analysis of production: (3331/213 & 67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213 & 67) the review of the historical data indicates that no other similar complaints was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213 & 67) the overall 24 month product complaint trend data for the period jan 2020 through dec 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213 & 67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device (10 /213 & 67): the device was returned to factory for evaluation on 01/28/2022. An investigation was conducted on 05/02/2022. Signs of clinical use and heavy evidence of blood was observed on the harvesting device handle. The heater wire was observed to be intact, with no visual defects observed. The clear silicone insulation on both the cold and hot jaws was observed to be intact, with no visual defects observed. The cannula was not reutrned for evlauaiton therefore no testing was conducted on the cannula. Based on the returned condition of the device, the reported failure "inability to irrigate" was not confirmed.